Event description:
It was reported that the surgeon inserted a competitor's lens and with the msi-tm injector and the injector tore the lens. The incision was enlarged to remove the lens and another iol was implanted. Sutures were required to close the incision. The patient's current prognosis is good.

Manufacturer narrative:
A lot order search was conducted on the injector and cartridge. There were two similar complaints found for the injector and three similar complaints found for the cartridge.